Manufacturer narrative:
H.10: through follow-up communication livanova deutschland learned that this case is a duplicate of another case already reported under mw-005817.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). Through follow-up communication with the customer livanova (B)(4) learned that the device was switched with another during the procedure. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system displayed an error code during procedure. There was no report of patient injury.